Manufacturer narrative:
(B)(4). Baxter contacted the pd rn on (B)(6) 2011 regarding the peritonitis reported by the caregiver. She reported that the patient went to the emergency room on (B)(6) 2011 with severe abdominal pain. The patient was on dianeal pd4 abmbuflex at the time. He was admitted to the hospital and treated for a strangulated bowel and adhesions that had developed around the catheter. During this admission the patient had surgery to treat the strangulated bowel and remove the adhesions around the catheter. At this time the patient was placed on temporary hemodialysis. The nurse reported that during the patient's hospitalization he developed peritonitis. She had no information regarding the culture results or cell counts that were taken in the hospital. She had no information about treatment for the peritonitis. The patient was discharged from the hospital (B)(6) 2011 on hemodialysis therapy to allow time for incisions to heal. The incision has since healed and the peritonitis has resolved. The patient has resumed pd therapy without difficulty. The nurse had no opinion of causality for the peritonitis. She was only aware that he had developed the peritonitis while in the hospital, whilst he was on hemodialysis. No further information was available there is no evidence that the baxter device or disposables were causally related to this event.

Manufacturer narrative:
(B)(4). As the patient discards supplies after each use a sample was not available for evaluation. This is report 1 of 3 for this incidence of peritonitis. Follow up information will be submitted as it becomes available.

Event description:
During a phone call for an unrelated alarm, a caregiver reported that the home patient (hp) was recovering from life threatening peritonitis. No further information is available at this time.